Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including internal testing, bench handling, discharge testing, charge hold timeout tests, defib cycling and environmental testing without duplicating the report. The device was recertified and returned to the customer. The activity log (event tab) was cleared by the customer and could not aid in the investigation. The system log shows that the device internally discharged energy on a charge attempt when it didn't complete the cycle in the 25 second limit. Typically power related, but the battery used at the time of the event was not returned as part of this investigation. No trend is associated with reports of this type.